Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event on (B)(6) 2014 at 21:56:57. Motion artifact contributed to the false detection. Per the distributor, the patient was an inpatient at a hosp and a nurse was present during the event. The response buttons were not pressed during the entire event and the patient continued use of the lifevest. The patient remained in the hosp.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 10/2012- reuse, electrode belt (B)(4): 06/2011- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).